Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Information not available.

Event description:
Patient stated on stryker active (B)(6) "the plate broke but the screws and the bones were totally intact." Patient did not report if he was revised.

Manufacturer narrative:
The reported event that medial column fusion plate, l, short variax2 foot t10 was alleged of 'implant breakage after surgery' could be confirmed. A picture of the broken product was received in facebook. Indeed the plate is broken in two pieces at the level of the middle hole distally. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. It is imperative to have the patient's pre- and post- operative x-rays, as well as their post-operative activity level, implantation and explantation dates, and the indication for which the device was used to be able to determine the exact root cause of the breakage. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient stated on strykeractive facebook page "the plate broke but the screws and the bones were totally intact." Patient did not report if he was revised.